Event description:
Defib pads arced during code causing burn. Area cleaned and second pad applied which also arced. Area cleaned again and third pad applied which was successful. First two pads were of the same lot number. The third pad was a different lot number.